Manufacturer narrative:
Journal article: matsui, md, yusuke, et. Al. (2015). Long-term survival following percutaneous radiofrequency ablation of colorectal lung metastases. Journal of vascular interventional radiology, 26, pp. 303-310. Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that post radiofrequency ablation procedure, patients experienced complications such as pneumothorax, asymptomatic hemothorax and chest wall hematoma, (all bleeding events grade 1 severity), nerve injuries including symptomatic brachial nerve injury and asymptomatic phrenic nerve injury, pneumonitis that required administration of oxygen and pleural infection that required intravenous administration of antibiotic agents.